Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of the left upper extremities, the pta balloon catheter allegedly could not be retracted through the 7fr sheath. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. The balloon was returned fully advanced through the introducer sheath and was prolapsed over the distal tip, indicating retraction issues. The proximal end of the balloon had become separated from the shaft. The proximal balloon weld bond was examined under microscopic magnification and the fibers were observed to be frayed. Evidence of material transfer between the balloon and the catheter shaft was observed, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects noted. The sheath was examined under microscopic magnification and the distal tip of the sheath was observed to be flared, indicating retraction issues. Functional/performance evaluation: using needle nose pliers, the prolapsed portion of the balloon was straightened out in order to examine the entire surface of the balloon for any ruptures. No signs of a rupture were present on the balloon. No functional testing could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's 7fr introducer sheath. The investigation is confirmed for retraction issues based on the condition in which the sample was received (i.e. Prolapsed balloon material). The investigation is also confirmed for material separation and material frayed, as the proximal neck had separated from the shaft and was frayed in appearance. It is likely that excessive force applied to the catheter during retraction contributed to the balloon separating from the catheter. However, the definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current atlas gold pta balloon dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following an angioplasty procedure of the left upper extremities, the pta balloon catheter allegedly could not be retracted through the 7fr sheath. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.